Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 58mm thoracic aortic aneurysm. It was reported that during the implant procedure, the valiant stent graft was inaccurately implanted approximately 5-6 mm distal to the intended landing zone, however there were no endoleaks detected on final angiogram. On a recent follow up exam on an unknown date, a type ia endoleak was observed. As per the physician, the cause of the event may be due to an insufficiently short landing zone. No additional clinical sequelae were reported, and the patient will be monitored by the physician.

Manufacturer narrative:
Additional information received on this case reported that during a re-intervention performed approximately one year post index procedure, although no endoleak could be detected under angiogram, a valiant stent graft was implanted from left common carotid artery to be on the safe side. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.